Event description:
It was reported that the tips of the device (bipolar forceps cm131 jaws 2mm manhes) need to be reinsulated. There was no reported patient impact

Manufacturer narrative:
No known impact or consequence to patient. (B)(6) peeled; (insulation). Result: mechanical shock problem. (B)(4). The device (bipolar forceps cm131 jaws 2mm manhes) was returned to mxi for service and repair. Analysis of the device (bipolar forceps cm131 jaws 2mm manhes) confirmed that the device is out of specification. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.